Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump is no longer working" and has reverted to manual injections for insulin therapy for the last three years. Customer declined follow up.